Manufacturer narrative:
The buttons on the insulin were unresponsive and it alarmed button error due to corroded keypad traces. The device had minor scratches on the lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube thread, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while the customer was outside working in the yard. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.